Event description:
Mid code during percutaneous coronary intervention, table lock released and was free floating. Reported, table doing lateral movements only and table lock not working. Table was unable to be reset while actively resuscitating patient due to amount of time to reset system. Table held and stabilized by additional staff members during this time period for further care. Care and procedural interventions continued. No problems with visualization or imaging were identified after incident.

Event description:
Mid code during percutaneous coronary intervention, table lock released and was free floating. Reported, table doing lateral movements only and table lock not working. Table was unable to be reset while actively resuscitating patient due to amount of time to reset system. Table held and stabilized by additional staff members during this time period for further care. Care and procedural interventions continued. No problems with visualization or imaging were identified after incident.